Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was analyzed and it was found that the lead was stretched, distal conductor was distorted and fractured (overstressed), the inner tubing was kinked, there were extension problems, and deformation/fracture in the 5cm proximal section of the inner coil. The visual inspection noted that the lead had been stretched causing the inner tubing to buckle which prevented proper torque transfer when turning the is-1 pin.

Event description:
It was reported that during the implant procedure, it was not possible to extend/deploy the screw after the second or third attempt at deploying/retracting the screw. It was thought to be a "possible screw mechanism fracture." The lead was not implanted. No patient complications have been reported as a result of this event.